Event description:
Customer reported that pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to uninstall and reinstall the mobile app and to monitor the battery depletion, following up if it exceeded 35% per day. Customer understood and acknowledged the instructions.